Event description:
Tubal gun assembled prior to surgery and checked by surgeon. Surgeon attempted to use tubal gun resulting in laceration of left fallopian tube. Surgeon proceeded with surgery utilizing cautery. Surgeon reported that tubal gun malfunctioned.